Event description:
It was reported to vyaire medical that the bellvista1000 us having decommission screen error prior patient use. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. After the unit restart, the device appear operating normally. Advised to replace the unit mainboard. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6, and h10. Results of investigation: the suspect device was returned to vyaire medical for evaluation. Log file evaluation (non return analysis) - most likely this was a wpf bug occurred while the cleaning / touching the display during startup (wiping with a towel). Fa lab investigation (return analysis) - no functional or performance issues were found.